Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This report is being submitted as an initial final report. Current repair. Product evaluation. Product review of the zsgm serial number (B)(4) by (B)(4) on 3 june 2020 revealed that the pre-test could not be performed due to a bent comb. Product repair. Repair of the device was performed by (B)(4) on 3 june 2020 which included replacement of the following: comb, washers, shoulder bolts. Additional repair included disassembling, cleaning, testing and calibrating the device the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection at maintenance it was found to be in need of repair. At evaluation and investigation the device was found to have a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.